Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6. Health effect - impact code this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b1, b2, h1 - additional information was received and it was reported that the event is not related to the device. Therefore, this medwatch report is not reportable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a hysterectomy procedure on an unknown date and absorbable hemostat was used. The patient returned to the hospital about two to three weeks later with complaints of abdominal pain and was found to be suffering from an infection and / or inflammation in the cervical region. According to the surgeon during hysterectomy surgery, the absorbable hemostat is usually used to stop mild local bleeding. One of the absorbable hemostats used in the hospital is the ethicon device and to the best of his recollection (cannot verify without access to the patients' medical file) he used this product successfully and the bleeding stopped before the end of the operation and closing the abdomen. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? Woman. What is the patient¿s current status? Healthy / recovered. The following information was requested, but unavailable: what were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What is the lot number? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? Were cultures performed? If yes, results? How was the patient treated? Has any surgical or medical intervention been performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative abdominal pain, infection, and inflammation? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.